Event description:
A peritoneal dialysis patient reported fluid was found in the cycler when the cassette door was opened, during treatment. The patient attempted to continue use of the cycler however due to various alarms the cycler was not used. The patient could not identify the origin of the leak. The patient continued treatment manually. The patient reported no signs of infection and the patient's effluent has remained clear. No prophylactic antibiotics were administered. The sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications. Reference MDR # 8030665-2013-00882.